Manufacturer narrative:
The information provided by bard represents all the information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard. A lot history review (lhr) of huwf2022 showed no other similar product complaints from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Split in line.